Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found the leakage in the middle of the bd intima-ii¿ closed IV catheter system extension tubing during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Bd did not receive an actual sample from the customer in support of this complaint. However, photographs were returned. A representative sample was returned. Returned sample is 22g, the sample is a representative sample. The unit package did not open and was unused. According to the feedback, the video shows the leakage at the middle of the extension tube. The extension tube status of the leakage position cannot be identified clearly from the video. The returned sample was check and no abnormalitly on the extension tube was observed. A leakage test was performed and no leakage was observed. There was also an extension tubing broken situation in the plant assembly process. The plant had taken measures to improve the extension tubing broken. However, because there was no actual sample returned, it was impossible to confirm the type of extension tubing broken that was complained. The root cause cannot be confirmed. Mfg date of this lot is sep. 2017. Qty is 68k in auto-line2. No abnormal records for the batch record. No actual sample returned, the root cause cannot be identified.